Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely. The estimated remaining longevity in (B)(6) 2021 was 38%. Now in (B)(6) 2022 it was 11%. A request was made for technical services to review the data in the remote monitoring system. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.